Event description:
(B)(6) registry. It was reported that acute non-st segment elevation myocardial infarction and restenosis occurred. In (B)(6) 2020, the subject was referred for cardiac catherization and the index procedure was performed on the same day. The target lesion was located in the mid left circumflex (lcx) artery with 100% stenosis and was 38 mm long, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 38 mm synergy stent system. Following post dilatation, residual stenosis was 0 %. Five days later, cardiac enzyme values were noted as: peak ck-total =90.8 iu/l; uln = 175 iu/l, peak ck-mb = 12.6 iu/l; uln = 25 iu/l. On the following day, subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with symptoms of myocardial infarction (mi) during follow-up period. The 12-lead electrocardiogram (ECG) revealed non-q-wave mi. Location of mi was lateral. The subject was diagnosed with mi based on symptoms, biomarker elevation, angiography and ECG changes. The subject was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 100% stenosis in mid lcx which had previously placed study device. The lesion was treated with percutaneous transluminal coronary angioplasty- target vessel revascularization. (Ptca-tvr). Post intervention, residual stenosis was 0%. Medication was also given during the event. On the same day, the event was considered to be recovered and resolved. The following day, cardiac enzymes revealed ck total = 940.96 iu/l; uln=194 iu/l, peak ck-mb= 81.19 iu/l; uln= 25 iu/l, troponin I= 42.92 ng/ml; uln= 0.3 ng/ml. Cardiac enzymes were noted to be elevated consistent with protocol definition of mi. Five days later, the subject was discharged on aspirin and clopidogrel.